Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported a no delivery alarm. The blood glucose reading was not known. Prior to the event, the customer was delivering a bolus. Troubleshooting was not performed because the unit was not available. No further information was provided.